Event description:
The facility reported a pump that will not reset with failure code 812:02. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep.